Event description:
It was reported that the system was intermittently freezing up and was slow to boot. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.